Event description:
A surgeon reported that air was found in the tube during phacoemulsification with lens implant and vitrectomy surgery. The surgical team removed and reconnected the tubing without solving the problem. Surgeon reports "the connection between the three way stopcock and infusion line had a problem." After replacing the product, the surgery was completed with no harm or impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received but has not yet been evaluated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).